Event description:
The ge oec 2600 fluoroscopy system would not boot properly. System lock-up.

Manufacturer narrative:
A ge oec service representative investigated the issue, removed and replaced a failing floppy drive to restore function. The system and tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.